Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital for hyperglycemia. The patient didn't feel well, so she checked the cannula of the infusion set and noticed it was occluded with a little clump of blood and insulin. The blood glucose result was 550 mg/dl from an unknown device. The patient was treated with 12 units of insulin via drip at the hospital. The patient was released from the hospital the same day. Return of the suspect device was requested for evaluation.